Event description:
Respiratory therapist (rt) called to bedside by registered nurse (rn) who noticed that airvo¿ 2 system was alarming. Unknown how long airvo was alarming due to a dialysis machine running and creating noise. Rt saw that airvo 2 was reading unknown error. Rt noticed that flow and oxygen were still being dispersed to patient so rt grabbed new airvo 2 to set up to replace. No patient harm was done, and patient was quickly switched to new unit. Manufacturer response for humidifier artificial airway heated, airvo (per site reporter) have not received a response.